Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for symptomatic supraventricular tachycardia (svt)/atrioventricular nodal reentrant tachycardia (avnrt) with a thermocool® smarttouch® bi-directional navigation catheter and suffered an acute myocardial infarction requiring cardiac catheterization (balloon angioplasty). On post-procedure day one, during routine follow-up, an electrocardiogram revealed st segment elevation in the inferior leads and an asymptomatic myocardial infarction was diagnosed. Balloon angioplasty was used to confirm and treat an occlusion in a branch of the right coronary artery (rca). Patient was reported to be in stable condition and did not complain of any symptoms. There is no information regarding extended hospitalization. Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to the location of the medically necessary ablation sites.